Event description:
It was reported the patient had an unrelated procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Patient controller (pc) displayed error message "generator unavailable, and cannot connect to generator." Troubleshooting was done by an abbott representative using the clinician programmer (cp) which displayed the message "ipg repair attempted/the programmer will reconnect when the ipg is ready" message. Clinician programmer (cp) logs confirm ipg was in a service app state and that the service app recovery function was performed. The ipg was successfully recovered and therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. It was reported to abbott, a patient underwent an unrelated surgery and had not have set the ipg to surgery mode. Thereafter, the ipg failed to establish communication with their patient controller. Recovery efforts by the technical services was initiated over the phone. The clinician programmer logs confirmed the ipg was found in the service app state. The service app recovery protocol was run and recovered the device to the therapy state. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.